Event description:
During a supraventricular tachycardia (avnrt) procedure, the rf generator and remote gave an error message stating that no catheter was connected. All catheter connections were unplugged and then plugged back in, the ampere generator was restarted multiple times, a new yellow/green cable and a new tactisys were used, none of which resolved the issue. Another tacticath se catheter was obtained which was able to connect. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The memory of the catheter indicated it had been used for approximately 10 minutes. Microscopic inspection of the distal shaft revealed no anomalies. The tip thermocouple (tct) temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and green tct wires were soldered to the opposite pins in the 19-pin connector, consistent with a soldering issue during manufacturing. The root cause of the output issue was determined to be consistent with a manufacturing related issue. A corrective action was initiated to address this failure mode.